Event description:
It was reported that on (B)(6) 2012, the acute myocardial infarction patient presented to the emergency room with chest pain. The right coronary artery (rca) was totally occluded with thrombus, with mild tortuosity and mild calcification. The left anterior descending (lad) artery had 90% stenosis, and the circumflex artery was totally occluded. A thrombus extraction catheter was advanced, but could not cross. Dilatation was performed. The 3.0 x 12 mm xience prime stent and the 3.0 x 15 mm xience prime stent were deployed distally, and a non-abbott stent was deployed last. There was a suspicion of thrombus inside the deployed stents, but as there was no change after 10 minutes, and the procedure was completed. The physician confirmed that the stents were expanded sufficiently under angiography. On (B)(6) 2012, the patient was reportedly lifeless while still in the hospital. Another angiogram was performed which noted that the stents appeared to not be fully deployed under angiography. Thrombosis was confirmed in the rca, atrioventricular block (av block) and cardio pulmonary arrest occurred due to shock. A intra-aortic balloon pump (iabp) and a percutaneous cardiopulmonary support device (pcps) were inserted. It was noted that the patient brain wave went flat. On (B)(6) 2012, the rca and lad vessels were treated. The thrombosis was confirmed to be at the non-abbott stent. Dilatation was performed at the distal end of the non-abbott stent, and flow was restored. Dilatation was then performed on the lad. The procedure was completed with dilatation only.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient died on (B)(6) 2012. It was noted that the patient developed an infectious disease on (B)(6) 2012. As the thrombosis was confirmed distal to the non-abbott stent, it is believed that the xience prime stents may have caused the thrombosis; however, it is not clear if the av block or the thrombosis occurred first. No additional information was provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effects of arrhythmia, cardiac arrest, death, sepsis, thrombosis, cardiogenic shock, and respiratory failure are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The xience prime 3.0 x 12 mm referenced is being filed under a separate medwatch report.